Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the catheter broke and fell out of the patient. The catheter was originally implanted on (B)(6) 2016 and the catheter broke on (B)(6) 2016. The location of the catheter break was at the eyelets for sutures. The catheter was immediately replaced. The medical intervention was to provide pressure to the site and a new catheter was inserted. The patient is stable and remains in the ICU.

Manufacturer narrative:
No lot number was identified so a manufacturing device history review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. A sample was returned for evaluation. The sample consisted of one catheter of product assembled catheter. The catheter was returned inside a plastic bag and it presented signs of use. Visual inspection of the sample revealed that the eyelets for sutures were broken. The reported issue was confirmed. The product sample was returned to the manufacturing site for review; based on sample evaluation the suture wing of the catheter was broken. In order to replicate the failure mode a new suture wing was used with a monofilament nylon for simulate a suture of the patient and shown that if applied excessive force in the suture wing could be causing that the eyelets of the wing be able to breakable. Additionally, the catheter was implanted and two days later was that the suture wing was broken. Therefore the most probable root cause can be considered as a customer misuse (excessive force in the suture). Due to that only this complaint is related to product family no complaint trigger or trends were identified, therefore further corrective or preventive actions were not required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.